Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and as a bridge to transplant. The impella 5.5 device was secured with 3-point fixation attached to abdomen. The patient was sent to the unit on support. Approximately seven days after start of the support the pump stopped. The patient stood up to use restroom and accidentally stepped on impella cord. When the patient realized the cord was being stepped on, the patient sat down. Within seconds the impella pump stopped and was unable to be restarted even after connecting to a different automated impella controller. The patient's mean arterial pressure dropped into the 30s and was very unstable. The patient coded and cardiopulmonary resuscitation was initiated, maintained for approximately ten minutes, and the patient was shocked multiple times. Emergent extracorporeal membrane oxygenation placement was completed at bedside, and the patient was then urgently transported for a new impella 5.5 device placement which was indicated as successfully completed for continuation in mcs therapy. The patient returned to the unit in critical condition. Post replacement of the impella 5.5 (timeframe unknown) the patient experienced runs of ventricular fibrillation and was shocked by the implantable cardioverter defibrillator. The patient was noted to have survived the event; however, the patient was noted as critical.

Manufacturer narrative:
The impella device and data logs were received from the customer, and the evaluation/analysis and investigation were completed with details captured below. Product malfunction: pump stop: according to clinical, the patient stood on the impella and then sat down while standing on the device cord. The pump and the data logs received for evaluation and analysis indicated the following: the data logs were reviewed and there is an alarm 115 pump stop with motor current spiking to 30000 on the day of the event. The returned product showed that there was sufficient glue on the kink protector to red handle bond as well kink protector to catheter. The catheter was not able to freely rotate inside the kink protector. There was a large kink in the catheter seen distal to the kink protector and then the motor cable lines were all open was the red handle was opened. They were also frayed. Product history review was completed, and the pump passed all sterile inspection checks. In conclusion, the root cause of the pump stop was determined due to open electrical lines coming from the excessive force from the user. Clinical adverse event: cardiac arrythmia: cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease. Timing of the arrythmia event in relation to impella support (during or post-implant). Electrocardiogram (EKG) recordings of the arrhythmia episodes. Evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances. Assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements. Presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities. Response to any antiarrhythmic treatments or interventions during the event. Any documented device-related issues or complications during impella support. Evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand. Review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. In conclusion, to determine the true root cause of the ventricular tachycardia/ventricular fibrillation, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the ventricular tachycardia/ventricular fibrillation was not determined.